Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had audio issue. The blood glucose level was 241 mg/dl. The customer reported that there was damage was outside of the battery compartment. The customer mentioned that whenever he minimizes the sound level to number 1 the insulin pump sounds it was in like number 5. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device received with cracked case on the back at the battery tube area and battery tube threads. Device received with damaged serial number label. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. No pump error 63 noted during self test or in pump history files. (B)(4).